Event description:
The type of reportable event recorded in box h 1 indicated death in the initial report for this incident. This was in error, no patient death occurred.

Event description:
The patient was seen by a physician on (B)(6) 2019. The physician noted that there was pus coming out of chest (ipg) incision. The physican started the patient on augmentin, peroxide, and bacitracin ointment. The physician reported the event as resolved without sequelae on (B)(6) 2019.